Event description:
Pt reported the infusion device displayed an e10 cartridge error when she changed the cartridge and the "plunger" was blocked. She verified the type and changed the battery, but this did not resolve the issue. The infusion device was replaced and returned for evaluation. A preliminary evaluation revealed the soft components of the up and down buttons are missing, and restricted handling is a possible implication. Therefore, moisture may enter the infusion device and destroy the functionality of the buttons and the electronics. The cartridge compartment is contaminated a result of misuse. Due to the contamination of the piston rod and cartridge compartment, the infusion device correctly triggered an e10 cartridge error. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.